Event description:
Patient receiving IV medication via carefusion infusion pump. After 45mins the pump alarmed and entire infusion completed. The medication should have been given over 10 hours. On review it was identified the infusion pump malfunctioned due to a broken module platen hinge spring assembly. No identified patient harm.

Event description:
Additional information received on 3/17/2023 for report number mw5115796.